Event description:
On (B)(6) 2012, pt reported the up and check buttons on the infusion device have worked intermittently for several months. Both buttons work better when pressed hard. The buttons are flat and produce an audible click when pressed. The protective rubber on the up button is cracked, and the base plate of the infusion device is visible. The infusion device was requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address he issue.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.